Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305840. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted by your facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found blood leakage at the joint of catheter and adaptor during puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii closed IV catheter system leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found blood leakage at the joint of catheter and adaptor during puncture.